Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic surgery, the subject device stopped to insufflate co2 gas and the front panel of the subject device turned to black after starting up. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It could not duplicate the reported phenomenon which the subject device stopped to insufflate co2 gas, but could duplicate another reported phenomenon which the front panel of the subject device turned to black due to the failure of the cr board which had pressure sensor / pressure sensor circuit. In addition, the subject device could not be started. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. [Consideration] from the following facts, the reported phenomena were occurred due to the main board failure. Due to the main board failure, it could not send air, display the screen, or start up. The cause of the main board failure could not be identified. In addition, since the subject device was not returned to the manufacturing site, it could not be confirmed any abnormalities inside the subject device other than the reported phenomena, and it could not be presumed the cause. Facts confirmed from the investigation. It was found the main board failure by the inspection of olympus china. There was no internal failure of the subject device other than the reported phenomena. The subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.